Event description:
It was reported that the handheld device had a ¿faulty display¿. Follow-up revealed that the handheld device was not bright enough and was hard to read. It was noted that the handheld would freeze at times and required a hard reset. The handheld device has not been returned to date.

Event description:
It was reported that the handheld still functions and is used, but works slowly and is hard to read due to the weak light. It was reported that the handheld occasionally freezes and makes it difficult to see patients. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.